Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the events; however, it was communicated that the hospital will not provide any further information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1, ¿introduction¿, lists potential adverse events, including various forms of organ dysfunction and failure (including right heart failure, renal dysfunction, hepatic dysfunction, and respiratory failure) and bleeding, that may be associated with the use of the hm3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient developed right heart failure. Their central venous pressure (cvp) was above 18 mmhg and they had peripheral edema. The patient's right heart function deteriorated after implant. On (B)(6) 2020, the patient developed renal dysfunction. The patient had chronic kidney disease (ckd) prior to left ventricular assist device (lvad) implant, and their renal function worsened with the deterioration of the right heart function. On (B)(6) 2020, the patient developed major bleeding. The bleeding was in the lower gastrointestinal tract. The patient underwent a blood transfusion on (B)(6) 2020. They were given 8 to 16 units of red cell concentrate per 24 hours. The patient was given medication. The patient has a documented history of lesion or condition in the organ site of bleeding that could potentiate the bleeding episode. Complexities of medical management, the left ventricular assist device (lvad), and right heart failure were also considered as potential causes. An enteroscopy performed revealed a bleeding point. Stanching was performed. On (B)(6) 2020, the patient developed hepatic dysfunction and respiratory failure. The patient had congestive liver disease caused by right heart failure. The respiratory failure was considered to be caused by multi organ failure because the patient had right heart failure, renal dysfunction, and hepatic dysfunction. The patient was intubated for seven days.